Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited the distal end plastic cover, and the bending section cover glue are detached, in addition, there is corrosion around the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.